Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right ventricular (rv) lead, which resulted in an inappropriate shock. In addition, proactive maneuvers were performed and the pacing impedances measured 1350 ohms to 1900 ohms, and the shock impedances measured greater than 200 ohms in all vectors. Boston scientific technical services (ts) reviewed the inappropriate shock electrogram (egm) and indicated the impedance of the delivered shock was less than 20 ohms. Device and lead replacement was recommended. It was noted, the rv lead also exhibited high thresholds. Subsequently, a revision procedure was performed. The crt-d and rv lead were explanted and replaced. The rv subcutaneous array remains in service. No additional adverse patient effects were reported.